Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display and beeping. Customer¿s blood glucose level was 134 mg/dl. Customer had shower with insulin pump. Customer reported that contacts of battery cap was neither missing nor damaged. Customer reported that they were calling after receiving new battery cap. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank flashing white display due to corroded electronic assemblies and corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement and displacement test or verify missing segments or partial display due to display anomaly.